Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing multiple shocks. Upon review of electrograms, the right ventricular lead exhibited noise oversensing that led to the inappropriate high voltage therapy. The implantable cardioverter defibrillator was turned off as soon as the noise was identified and the physician alleged lead fracture. The physician capped and replaced the lead on (B)(6) 2019 and explanted and replaced the device due to being at elective replacement indicator (eri) with a biventricular pacemaker. The patient was in stable condition.